Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5155239.

Event description:
Voluntary medwatch received states that patient's atrial lead exhibited under sensing. Patient experienced arrhythmia. The patient status was unknown.